Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that t-conn w/ll & 1 vlv port was damaged and leaked blood. The following information was provided by the initial reporter: it was reported by customer that the valve was defective and leaked blood out of cap after it was connected to the patient.

Event description:
It was reported that t-conn w/ll & 1 vlv port was damaged and leaked blood. The following information was provided by the initial reporter: it was reported by customer that the valve was defective and leaked blood out of cap after it was connected to the patient.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20041e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.